Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test with a (B)(4)bluetooth device was performed and passed. The device log was downloaded and the reported allegation of a sensor session stopping was confirmed. The probable cause was an early sensor expiration.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stopped. Data was evaluated and the allegation was confirmed as an early sensor expiration was observed. The probable cause was determined to be an early sensor expiration. The reported event of a sensor stopping is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.